Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. A clinical diagnosis of nausea was reported. On (B)(6)2015-, the patient reported nausea when the stimulation was on. The patient only used it a few minutes each day. The patient did not find the therapy useful. The event was possibly related to the device or therapy, specifically due to programming. The event was unlikely related to the implant procedure. The most recent interrogation prior to the event was on (B)(6)2015. The intervention included explant (with no replacement) of the entire system on (B)(6)2016. The device disposition was unknown. The event was unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified the patient exited the study on (B)(6) 2016 as all enrolled products of the manufacturer were inactive.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. A clinical diagnosis of nausea was reported. On (B)(6) 2015, the patient reported nausea when the stimulation was on. The patient only used it a few minutes each day. The patient did not find the therapy useful. The event was possibly related to the device or therapy, specifically due to programming. The event was unlikely related to the implant procedure. The most recent interrogation prior to the event was on (B)(6) 2015. The event was unresolved with no further action planned.